Manufacturer narrative:
Calibration was last performed on 16-jan-2024; the calibration signals were lower than expected. The customer stated qc was acceptable. No pre-analytical issues were identified. No issues were identified during a review of the alarm trace data. The field service engineer (fse) did not find a cause for the event. The instrument was checked. Instrument performance and precision tests passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 stat assay (troponin t stat) on a cobas e 411 analyzer (rack system). The initial result was 152.6 ng/l with a data flag. The nurse questioned this result and repeat testing was performed. The repeat from a different e411 analyzer was 31.28 ng/l. The repeat from the e411 analyzer in question was 31.60 ng/l with a data flag. The repeat results were believed to be correct.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The investigation is ongoing.